Event description:
The surgeon reports explanting an anterior chamber iol implanted in 2005 due to lens vaulting which led to vision decrease. There is no info on the iol references. Additional info has been requested.